Event description:
It was reported that the gastric band was implanted in 2006. In 2007, the patient observed a spontaneous misadjustment of the band. Then in the rx lab, no contrast was found. When an additional test was performed using lopamidol, a leak was observed.

Manufacturer narrative:
Date sent: 08/07/2008. Information is unavailable; device was not returned for evaluation.